Event description:
Following a magnetic resonance imaging (MRI), the device displayed inaccurate current drain and abnormal longevity estimation. Technical support was contacted found that the diagnostic data was cleared while the device was in high output mode. As the device records new data, the device measurements will stabilize. No intervention has been performed, and the patient was stable and will continue to be monitored.